Event description:
Defibrillator was tested prior to procedure and passed. Attempted shock three times with no electrical delivery. Another defibrillator was obtained and the cardioversion was completed.health professional's impression:biomedical engineering was notified and determined that a cable was not working. Send zoll back to them and they will send a loaner.